Event description:
The pt underwent coronary catheterization for a complex calcified mid lad lesion. A blue sion wire was used to cross the lesion with difficulty. The diagonal branch was extremely difficult to navigate. A fine cross catheter was used; however, there was difficulty navigating the fine cross around a very tortuous bend. A 1.0 x 5 mm balloon was used, but the lesion could not be crossed. The fine cross was backed out and a pt wire was used but went subintimal. Next we used a pilot 50 wire without success. A fine cross catheter and the sion blue wire were used again and the vessel was navigated. When attempting to change out the fine cross catheter, the very tip of it snapped off and appeared to adhere to the sion wire. After multiple maneuvers, both the fine cross and scion were removed as a unit, including the tip of the fine cross catheter.